Manufacturer narrative:
B3. Date of event was unknown, hence captured the first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device doesn't start the infusion. There was no reported patient involvement.